Event description:
It was reported that post op to a linx hernia procedure, one of the pair of beads separated from each other. They found the device to be discontinuous and not a circular device. Sn#(B)(4) model 95790.

Manufacturer narrative:
(B)(4). Date sent: 3/31/2022. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: what symptoms lead to the discovery of the discontinuous device? Gerd when did they begin? (B)(6) 2021. What was the date of the imaging which showed the discontinuous linx? (B)(6) 2021. If available, please share a copy of this imaging. Not available was the device initially effective in controlling reflux? Yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No. Did the patient undergo an MRI since device implant? No. Did the patient have any other surgeries in the area? No. Was any additional imaging performed since device implant? No. When and if the linx device is removed, may we ask that the device be returned for analysis? Yes, we already ordered an explant return kit to be shipped out. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4), date sent: 9/1/2022. See attached operation notes. Additional information provided: patient info. Replacement linx device implanted size 15. Follow up report (B)(4) should have had in h2 correction.

Manufacturer narrative:
(B)(4); date sent: 9/1/2022.

Manufacturer narrative:
(B)(4). Date sent: 5/10/22. Investigation summary a 13-bead linx device with a visible weld ball that disconnected from a washer was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The washer through-hole at the separation was measured and was found to be greater than the specification. The through-hole was nonconcentric and had small amount of material displacement at the outer edge of the through-hole. The overall appearance of the surface of the washer didn¿t exhibit gross loss of shape. The top view of the exposed weld ball diameter was measured and is within specification. The weld ball appears to be sphericaland slightly off-axis with respect to the wire. The DHR for lot 8421 was reviewed. No defects, ncrs, or reworks related to the product complaint were found. Lot 8421 was an affected lot of the 2018 linx recall. Additional information received: the finished goods lot number associated with the reported serial number (sn# (B)(6)) is ln# 8421. The manufacturing date was 18jun2015 and expiration date was 18jun2019. D4